Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a breast surgery procedure on (B) (6) 2010, where a drain was used. The drain was discovered to have no suction the day after surgery by the ward nurses and the breast team. The reservoir and drain connector were replaced with a new reservoir and drain connector which functioned normally. There were no adverse pt consequences.